Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was seated in mount properly. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Removed the sensor plug and inspected the plug assembly, no failure mode observed. All results were within specification. Sensor was reprogrammed and simvivo test performed. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All results were within specification. No malfunction or product deficiency was identified.

Event description:
A caller reported receiving a ¿sensor ended start new sensor¿ error message on the 2nd day of wearing the adc device. The customer experienced symptoms described as diabetic seizure and loss of consciousness and was unable to self-treat. The ambulance was called and upon arrival, unknown blood glucose was obtained on their meter and sugar water via IV shot was administered as a treatment. The customer was provided food upon being stable and no further information was reported. There was no report of death or permanent injury associated with this event.